Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) was in backup operation. Reprogramming was performed and the ICD was restored successfully. Patient condition was stable.